Event description:
(B)(4) MDR - lead dislodged due to twiddler syndrome, causing the lead to retract into the svc where the proximal part of lead wrapped around the ICD. At explant, sleeve is fixated, but lead can be moved easily without removing the stitches. The ICD was also explanted due to suspicion of infection.